Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an out-of-range high pacing impedance was seen on a remote merlin.net transmission. The right ventricular lead was tested in clinic on (B)(6) 2018, but all lead parameters were normal, so it was suspected the implantable cardioverter defibrillator contributed to the event. No intervention was performed and the patient was stable.